Event description:
Information received by medtronic indicated that the insulin pump was damaged and cracked on its back along with crack near to battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reports a physical damage to pump. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned. The customer will discontinue the use of the device. The product will be returned for analysis. Updated summery: the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit received with blank display. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Unable to download history files and traces using thus software due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, motor assembly, vibrator harness connector and force sensor flex connector causing electrical short not allowing unit to turn on or access to download using thus. Unit also receive with battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, end cap address label missing and battery cap contact missing. In conclusion, unit came in with blank display due to corroded electronic assemblies. Cosmetic damage was confirmed at the battery compartment when cracked battery tube threads was noted. Battery cap damage was confirmed due to missing metal contact and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.